Manufacturer narrative:
Date sent: 09/16/2008. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a whipple procedure, the staples deployed but did not form. Another device was used to complete the case. There was no adverse consequence to the patient.